Event description:
It was reported that the patient experienced gastrointestinal (gi) bleeding on (B)(6) 2021. The patient had been erroneously taking clopidogrel (plavix) when they shouldn't have been. The patient had a red blood cell (rbc) nuclear scan due to recently having an upper and lower endoscopy with findings of severe diverticulosis and no active bleed. The rbc nuclear scan was negative and it was determined that a repeat endoscopy/colonoscopy would be low yield. It was possible that the patient's gi bleeding was from their arteriovenous malformations but they declined further testing. The patient experienced fatigue but is still stable. Clopidogrel was discontinued and a temporary course of octreotide was started.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6). , and the reported events could not be conclusively established. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). . The relevant sections of the device history records for (B)(6). Were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6). 2014. The heartmate ii lvas instructions for use (IFU) rev. H is currently available. Section 1 of the IFU lists potential adverse events, including bleeding, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, under ¿anticoagulation¿, outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.